Manufacturer narrative:
(B)(6) date sent: 4/16/2024 d4: batch # 36c435 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with no apparent damage and no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted and no reload was returned for analysis. Device history review a manufacturing record evaluation was performed for the finished device batch number 36c435, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a rectal resection, upon the second reload, the stapler would get stuck in the closed position after suturing the bowel. All attempts to unlock it proved futile, so it became necessary to use a second stapler with a section of the rectum upstream and downstream of the first one, introduced through an additional trocar. Surgery was not delayed and completed successfully. Another device was used to complete the procedure. No patient consequences reported. No other medical interventions were needed.